Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15069137 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The vista brite tip 7fr jr 4 sh guiding catheter was torn in two parts during use in the patient. The target lesion was the proximal rca. The catheter was advanced via a 7f input csi and it was placed in the desired location; however, the location was lost. When torquing the catheter to reposition it, the catheter broke in two at the side hole region. The device could not be removed; therefore a secondary surgery was required to remove the product. One non sterile unit of vista brite tip gc 7f .078 jr 4 sh was received separated in two pieces at 98.5 cm from ID band in a plastic bag. Visual inspection revealed several damages throughout the catheter's body. Kinks were detected at 27.5 cm, 47.8 cm and at 76.7 cm from ID band. Catheter's body was separated from braid wire at 94.2 cm and at 97 cm from ID band. Between the body/braid wire separations, the braid wire was visible about 1.2 cm and 1.5 cm respectively. Section of the catheter was compressed from 94.2 cm to the brite tip distal end. Elongation and stretched at the damaged section and side holes was observed. The sample also exhibited a twisting characteristic at the separation points. Evidence of correct fusion at tips junction was detected. Scanning electron microscope (sem) analysis was performed to the part in other to identify the cause of the separated condition. With sem analysis elongations and ruptures of the material can be observed through the body of the catheter. The separation surface's lumen presents a deformed shape instead of the regular circular shape; elongation, ruptures and lumen deformation are common characteristics of pieces that were stretched and heavily manipulated. The sample also presents twisting characteristics. Cutting was discarded as a failure cause since no characteristics typical of this failure mode were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Inspections are performed throughout all guiding catheter assembly process operations. Additionally controls are in place to detect defects with 100% inspection prior to leaving the facility. The reported separation of the catheter was confirmed. Although the root cause of the separation, damages, and kinks cannot be conclusively determined, based on the reported information and the analysis of the returned device, it appears that it is related to procedural factors and excessive catheter manipulation. With review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The device was torn into two parts. A 75 input csi was used. The target lesion was the proximal rca. The catheter was advanced and it was placed in the desired location. However, the location was lost. A more experienced physician took over the procedure and when they torqued the catheter to place it again, the catheter broke in two at the side hole region. The device couldn't be removed and a secondary surgery to remove the product.